Event description:
While the device was ventilating a patient, the patient was being transported to the catscan room, and the user reported that the ventilator only functioned for ten minutes. The device did not function from external batteries and stopped ventilating the patient. An audible alarm was noted. No patient injury.